Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-jul-2017, the fse cleaned the s172 drain sensor and observed that there was no evidence of liquid overflow in the system. The fse purged/primed the liquid systems and performed the daily check twice without error. The customer loaded their controls and the samples ran without error. The most probable cause of the reported event was unknown.

Event description:
On (B)(6) 2017, the customer reported receiving error 2009, liquid leak, on their aia-900 analyzer. The customer cleaned the wash probes and removed a bead stuck beneath the wash probe tip. The analyzer was rebooted, at which point error 3004, liquid leak detected, appeared. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.